Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after a ruptured cerebral aneurysm and deep vein thrombosis/pulmonary embolism diagnosis. At some time post filter deployment, it was alleged that filter limb(s) perforated into organs. The device has not been removed and there were no reported removal attempts. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, a computed tomography (CT) of abdomen and pelvis for abdominal pain showed the infra renal inferior vena cava filter. The legs of the filter have eroded through the wall of the inferior vena cava. Around four years and ten months later another computed tomography (CT) of abdomen and pelvis showed the inferior vena cava filter with apex well below the level of the renal veins. Inferior vena cava filter strut had penetrated through the caval wall, unchanged without evidence of pericaval inflammation or hemorrhage. No evidence of thrombus within the inferior vena cava filter or cava was noted. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,g3. H11: b1,g1,h1,h6(patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after a ruptured cerebral aneurysm and deep vein thrombosis/pulmonary embolism diagnosis. At some time post filter deployment, it was alleged that filter limb(s) perforated into organs. The device has not been removed and there were no reported removal attempts. The status of the patient is unknown.